Event description:
It was reported that the patient presented the emergency room with complaints of palpitations the day after the system implant procedure. It was noted that the right ventricular (rv) lead had a high, out of range (>3000ohms) pacing impedance and several episodes of oversensed noise. Loss of capture was also observed. Diagnostic imaging was performed which confirmed the rv lead had perforated the ventricle. The physician elected to explant and replace the rv lead to resolve the event. The patient was stable with no additional adverse consequences.